Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while the catheter was being pulled out, it broke off with the other half detached inside the patient. The following day another procedure occurred to remove the other half of the device that broke off inside the patient with an unknown retrieval device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.